Event description:
The graft leaked blood at the bifurcation (quantity unknown). The dr was unable to stop the bleeding using pledgets, so the graft was removed and replaced with another graft. The pt's condition is fine. The pt was discharged 12 days after surgery.